Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that the error "e207" occurred and the spare lamp indicator was on. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation and according to the repair department, e207 occurred, the emergency did not light up, and the spare lamp indicator flashed. This was due to the faulty emergency lamp which was surmised as the cause of the phenomenon. Other findings found were as follows: white light lens is foggy; front panel harness cable was oxidized; main switch condition was abnormal and making a sound. Olympus will continue to monitor field performance for this device.